Event description:
It was reported that the device was used during a roux en y gastric bypass. The device activation buttons failed to work. Device would not pass pre-testing. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 09/05/2008: information anticipated, but unavailable at this time.